Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: the pump powered on with functional auditory and vibratory features. A sound test was completed with no defects found. All sound settings were found to be set to ¿high¿ except for the temp basal, which was set to ¿off¿. The pump casing was removed and no defects were found to the audio circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.